Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required pericardiocentesis. After ablation was performed, enlargement of cardiac silhouette was observed on fluoroscopy. Effusion was observed on echocardiography. Pericardiocentesis was performed and hemostasis was achieved during the operation. The patient recovered and returned to the room. The patient improved. The patient required extended hospitalization for management of pericardial drain fluid. Atrial septal puncture was performed. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. The physician's opinions on the relationship between the event and the product was that it was caused by the procedure. Act (activated clotting time) was 300.

Manufacturer narrative:
On 6-jan-2025, bwi received additional information indicating that there were no abnormalities observed in the procedure while using the device. Additionally, on 15-jan-2025, the product investigation was completed as the complaint device had been discarded. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31361036l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).